Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in multiple inappropriate shocks. Device data was sent to rhythmcare for review. Data review determined the smartpass feature was disabled multiple times due to low r-wave amplitudes. Rhythmcare then discussed possible causes and provided further troubleshooting options. This device system was then explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in multiple inappropriate shocks. Device data was sent to rhythmcare for review. Data review determined the smartpass feature was disabled multiple times due to low r-wave amplitudes. Rhythmcare then discussed possible causes and provided further troubleshooting options. This device system was then explanted. No additional adverse patient effects were reported. The product was returned and a thorough analysis was completed.

Event description:
It was reported that this device exhibited myopotential oversensing resulting in multiple inappropriate shocks. Device data was sent to rhythmcare for review. Data review determined the smartpass feature was disabled multiple times due to low r-wave amplitudes. Rhythmcare then discussed possible causes and provided further troubleshooting options. This device remains in service. No adverse patient effects were reported.